Manufacturer narrative:
No device malfunction occurred. Per communications with the fse (as well as sap notes), the central station was tested and found to be operating to specifications, however, it was noted that the volume may be too low. The fse increased the central station audio volume for the customer. A review of the logs by the fse, found that the desat alarm did occur and was silenced at the bedside. This is considered a user alarm handling issue. (B)(6).

Event description:
The customer reported that a red desat alarm was not heard at the central station by staff on (B)(6) 2018 around 10:24 for (B)(6). Per communications with the field service engineer (fse), , on (B)(6) 2018, the mother of the child provided oxygen to the child and notified staff of the child's condition to assist further.